Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that the patient was evaluated in the clinic, and atrial impedance measurements were normal at 548 ohms. Impedance measurements were checked while the patient was in different positions, and measurements were normal. The patient will continue on a routine follow-up schedule. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the patient¿s right atrial (ra) lead exhibited a high ra impedance measurement of 2013 ohms. There were no episodes of noise noted. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.